Manufacturer narrative:
Attempts to contact the customer for further info have been unsuccessful and are ongoing. The original product will not be returned. Should add'l info become available resulting in new, changed, or corrected info, a f/u report will be filed at that time. It cannot be definitively concluded that the pup caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported that she believed she wa experiencing low milk expression with her pump in style breast pump. She also reported that she currently has clogged ducts and has had mastitis, which she was treated for. The customer stated that she is going to rent a symphony pump. At the time of the call, the customer was not able to go through troubleshooting, therefore the pump return was not requested.